Event description:
During initial steps of sapien xt valve deployment, the delivery system was prepped with 0.5ml less volume and the valve was positioned 50/50 in the annulus, but moved ventricular. The valve was adjusted more aortic and as deployment continued, it also shifted into a more coaxial plane. Tee assessment and root aortogram confirmed the thv was 100% in the lvot. No regurgitation was noted. The patient was hemodynamically stable while a 2nd thv was prepped to nominal volume. The valve was positioned and deployed 50/50 across the 1st thv. Final tee assessment showed zero pvl and zero cai. The coaxial alignment of the valve and delivery system and the image intensifier angle (iia) was considered fair during the first valve deployment. Iia was fair during the second valve deployment. Native leaflet calcification was unknown.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the too ventricular placement cannot be confirmed. It is possible that patient factors (unknown leaflet calcification) in addition to procedure factors (fair coaxial alignment of the valve and delivery system and fair iia, and less than nominal inflation volume) may have contributed to the movement of the valve during deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.